Event description:
Left gearbox was allegedly leaking a small amount of oil and gathering around the seal. Alleged leak was discovered during routine maintenance. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Mode m71 pronto, serial number/date code (B)(4) is approximately xxxx age. The user manual part number was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.